Event description:
Individual had hip surgery on 8/27/96, and experienced varying degrees of itching over entire body. On 9/4/96 individual was provided a prosthetic device which caused severe burning and blistering when in contact with her skin. On 12/20/96 a second surgery was performed for steel pin removal in which more severe skin and respiratory problems were experienced. On 1/20/1997 the individual was diagnosed with a latex allergy, allegedly from the exposure to latex gloves during hip surgery.